Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred. The customer was performing the general surgery, the issue got happened and the procedure was completed after rebooting the system without any delay. The philips field service engineer (fse) inspected the system onsite and confirmed that geometry movements were not available. Review of the system log file showed that no movements were available as the geo pc was not able to communicate. Upon troubleshooting, fse suspected the ts ethernet switch in the r cabinet and replaced the ethernet switch but still the issue persists. To resolve this issue, fse replaced geo pc, performed software updates and retested the system. The geo pc was returned to philips for further investigation and found the failed component was hard disk drive (hdd). After replacement, the system was returned to use in good working order. This reported problem code combination and specific scenario was assessed by a post-market surveillance clinical expert and the assessment is as follows: there are various system configurations which allow for easy positioning through motorized movement. These include: the azurion series with a floor or ceiling mounted stand allowing for longitudinal and transverse movements. The azurion flexmove stand option which provides for longitudinal, transverse, and diagonal movement. The azurion flexarm stand option which provides longitudinal, transverse, and diagonal movement, as well as rotation along the z-axis and free detector rotation. When working in any one of these configurations, motorized movements are available within the working area. If the motorized movements are unavailable because the system is outside of the working area, a guidance message will inform the user that the stand is out of range. Motorized movement will become possible again once the system is brought back into the working area as noted in the instructions for use. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Additionally, if stand longitudinal and transverse motorized movements become unavailable, patient positioning can also be achieved via table movements. Depending on the system configuration, these may be manual or motorized. Therefore, the loss of motorized longitudinal or transverse movement of the stand/c-arc is not likely to cause of contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. So, this complaint is non reportable. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system was unable to communicate with the geometry pc and no movements were available. No harm was reported to philips. Philips has started an investigation of this complaint.